Manufacturer narrative:
Please note this is additional information: follow-up #2: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: there was one occlusion alarm observed in the black box; the occlusion alarm is preceded by a constant rise in force. The daily insulin delivery totals correctly reflected programmed basal rates. The rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. The pump passed 29 hour flow accuracy test and found to be delivering within the required specifications. No occlusions occurred during testing. An occlusion was induced and the pump gives the appropriate visual and audible "occlusion detected" alarm. There was corrosion observed inside battery compartment. A battery compartment leak was found during leak testing. The pump was opened and no further evidence of moisture damage was found.

Event description:
Pt reported hospitalization for pneumonia and elevated blood glucose (1200 mg/dl).

Manufacturer narrative:
During review of the pump, pt reported that bolus calculation setting may be incorrect. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals correctly reflected programmed basal rates. No data in black box or download histories from time of reported hospitalization due to continued use. There are no partial boluses in pump history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The display lens was found to be scratched.